Event description:
Boston scientific received information that this right ventricular lead had intrinsic amplitude that was out of range. Boston scientific technical services accessed the remote monitoring system and found the patient had a single chamber device and confirmed the rv lead was out of range as this lead was less than or equal to 3mv, and previously it was 4-6mv. The health care professional also indicated the patient fell and was seen in clinic last month. Technical services advised that the patient should be monitored, the pocket for any issues and the rv lead for impedances. All attempts to obtain additional information were unsuccessful. This lead remains in service. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis; therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.